Event description:
It was reported the patient had stimulation in the wrong location. ¿crural linked to the sciatic nerve was ineffective.¿ the lead was revised and the outcome was considered resolved.

Event description:
Additional information reported the event was related to the procedure. The patient was hospitalized for four days and then had a lead revision the next day on (B)(6) 2012. The patient was discharged three days after revision and the event was considered resolved without sequelae. Previously the site indicated this event was similar to manufacturer report # 3007566237-2015-00087 however additional information indicated the two events were different and not similar.

Event description:
Additional information reported this event was similar to manufacturer report # 3007566237-2015-00087. It was unclear what was meant by this. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, lot# unknown, implanted: 2012-(B)(6), product type lead. (B)(4).